Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica sling system during a procedure on (B)(6) 1998. According to the complainant, on or about (B)(6) 2005, the patient began experiencing recurrent pelvic pain, which reportedly continues. All other information is unknown.